Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with approximately a two to three second pause in pacing. The noise was not able to be reproduced with patient arm movements, isometrics, or deep breathing. The device sensitivity was reprogrammed. No additional adverse patient effects were reported. The device remains in service.